Event description:
Customer reported that the battery was not charging. There was no reported adverse impact to the customer's blood glucose level. No further information was available, and the device was not returned for further action.